Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to charge) was confirmed. As received, the battery pack was unable to charge. Upon evaluation, the nickel busbar tabs at the p4 pad were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's battery pack was unable to charge.